Event description:
Patient was revised to address pain.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 3/7/2016: litigation received. Litigation alleges discomfort and elevated metal ion levels. The stem is being added to the complaint. This complaint was updated on: 3/22/2016.

Manufacturer narrative:
(B)(4).no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Patient was revised to address pain. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other related reports against the provided product/lot code combinations since their release to distribution. No further event information or investigational inputs were provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.